Event description:
The customer called to report a rupture of the balloon on the solex catheter (lot unknown) that was inserted in the left ij. This issue was observed after therapy was completed. The customer stated no alarms were displayed on the thermogard xp ivtm system. No depletion of the saline bag was noticed. No additional information is available. There were no adverse effects to the patient.

Manufacturer narrative:
Zoll has not received the solex catheter in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.